Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited t-wave oversensing that resulted in delivery of inappropriate shocks over several episodes. Programming changes were initially made to the primary sensing vector. Subsequently, surgical intervention was undertaken. The s-ICD and electrode were explanted and replaced with a transvenous cardiac resynchronization therapy defibrillator (crt-d) system. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.